Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/20/2019. Batch # t5d51f. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an anterior resection procedure, when transecting the bowel mr s. Fired the tx30g the device seemed to have formed the staples however on insertion of the cdh stapler the rectal stump slowly came undone and it was evident that the staples from the tx30g were still in a c shape and none of them formed a b shape. This incident led to the rectal stump being over sewn and the patient given a temporary stoma. Mr s. Has mentioned that there was a small amount of tissue in between the cartridge and anvil and suspects this may be the cause however is just speculating. In terms of patient recovery there are concerns of healing and so I have asked to follow this patient in terms of recovery.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/16/2020. Batch # t5d51f. The analysis results showed that the tx30g device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. In addition, one staple not properly formed inside of plastic bag was received. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples met the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. Although the returned staple was found to be malformed, no conclusion could be reached as to the cause of the staple malformation. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Can information on the patient¿s age, gender, height, weight, and bmi be provided? Is it the surgeon¿s standard routine to use a 30mm device on the rectum or were there other reasons or anatomical challenges that led to the need for a 30mm device? On which firing of the device did the issue occur? If not the first, what color reloads were used and what was the sequence of the firings? Was the tissue retaining pin placed automatically or manually? Was the device difficult to close? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to fire? Can more information be provided on what was meant by. ¿small amount of tissue n between the cartridge and anvil¿? What is the current status of the patient?